Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (she underwent a bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning sometime in (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Plaintiff suffered from extreme pain and emotional anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In february 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (she underwent a bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning sometime in may 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Plaintiff suffered from extreme pain and emotional anguish. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity / failure to occlude (close) fallopian tube(s)'), abdominal pain ('severe abdominal pain') and autoimmune disorder ('autoimmune disorder') in a 41-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". Medical conditions: current weight 155 lbs. Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge") and headache ("headache"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dysparunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with otc pain medication and surgery (bilateral salpingectomy and she underwent a bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, vaginal haemorrhage, headache and alopecia had resolved, the autoimmune disorder and menstrual disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Plaintiff suffered from extreme pain and emotional anguish. Insertion details-successful placement diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: both fallopian tubes still open both fallopian tube inserts from the essure procedure are failure to occlude (close) fallopian tubes, migration of essure device located within the endometrial cvity. Both fallopian tubes were completely opacified and there was bilateral spillage; on (B)(6) 2015: failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received- event added- failure to occlude (close) fallopian tubes. Outcome of device expulsion updated to recovered / resolved. New reporter, medical history were added. On 11-nov-2019: new reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial cavity / failure to occlude (close) fallopian tube(s)"), abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge") and headache ("headache"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dysparunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). The patient was treated with otc pain medication and surgery ( she underwent a bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, autoimmune disorder and menstrual disorder outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, vaginal haemorrhage, headache and alopecia had resolved and the pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Plaintiff suffered from extreme pain and emotional anguish. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: both fallopian tubes still open; on (B)(6) 2015: failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity / failure to occlude (close) fallopian tube(s), abdominal pain ('severe abdominal pain') and autoimmune disorder ('autoimmune disorder') in a 41-year-old female patient who had essure (batch no. C06473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included pelvic adhesions and pelvic adhesions. Current weight 155 lbs. Concurrent conditions included body mass index normal. In 2014, the patient experienced heavy menstrual bleeding ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge") and headache ("headache"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dysparunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with otc pain medication and surgery (bilateral salpingectomy and she underwent a bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, back pain, dyspareunia, migraine, vaginal discharge, vaginal hemorrhage, headache and alopecia had resolved, the autoimmune disorder and menstrual disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal hemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Plaintiff suffered from extreme pain and emotional anguish. Insertion details-successful placement discrepancy noted in date of removal: (B)(6) 2015 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: both fallopian tubes still open. Both fallopian tube inserts from the essure procedure are failure to occlude (close) fallopian tubes, migration of essure device. Located within the endometrial cvity. Both fallopian tubes were completely opacified and there was bilateral spillage; on (B)(6) 2015: failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received- event added- failure to occlude (close) fallopian tubes. Outcome of device expulsion updated to recovered / resolved. New reporter, medical history were added. On 11-nov-2019: new reporters were added. On 5-jun-2020: plaintiff fact sheet received. Reporter added. On 11-may-2021: medical record received: medical history, reporter information were added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial cavity / failure to occlude (close) fallopian tube(s)"), abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a 41-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain / pelvic pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge") and headache ("headache"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dysparunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). The patient was treated with otc pain medication and surgery (bilateral salpingectomy and she underwent a bilateral salpingectomy for removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, autoimmune disorder and menstrual disorder outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, vaginal haemorrhage, headache and alopecia had resolved and the pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: beginning sometime in (B)(6) 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Plaintiff suffered from extreme pain and emotional anguish. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: both fallopian tubes still open; on (B)(6) 2015: failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received- events "abnormal bleeding (vaginal), headache, migration of essure device location of device: endometrial cavity, pelvic pain, hair loss and autoimmune disorder" added. Reporter, lot number and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.